Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2025, the patient that they experienced inaccurate readings with the cgm. They could not remember any values from the event. The patient fainted and her daughter called emergency medical services. Prior to fainting, the patient did not have any symptoms. She was unconscious for 15-20 minutes. When ems arrived, she was conscious and they tested her bg and it was 25 mg/dl. The cgm reading at the time was unknown. The patient was treated with IV glucose. Another bg was taken but the value was not known. The patient told ems she didn't need to be taken to the hospital because she felt fine. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator with 25 mg/dl bg meter reading. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.